Manufacturer narrative:
No product was returned so, visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
In 2019, an abstract was retrieved from the ases annual meeting 2019 that reported a study from canada that compared a second generation uncemented trabecular metal-backed vs cemented polyethylene glenoid component in a total shoulder arthroplasty. The purpose of the study was to compare clinical and patient-reported outcomes in patients undergoing one of the two previously mentioned glenoid components at ten years postoperative. The study reviewed ninety-three (93) patients were randomized with forty-six tm glenoid and 47 cemented glenoid. The indication for implantation was primary diagnosis of glenoid humeral osteoarthritis. The (B)(6) study population had a mean age of 66.5 years at time of surgery (24 men and 22 women). The (B)(6) study population had a mean age of 68.4 years at time of surgery (23 men and 24 women). Follow-up was conducted at six weeks, six months, one year and twenty-four months. No catastrophic implant failures were noted. Study reported one patient within the tm group that experienced a periprosthetic fracture.